Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right atrial lead exhibited no capture, high capture, and poor sensing on (B)(6) 2018. A chest x-ray was performed which noted lead dislodgement. On (B)(6) 2018, the lead was capped and replaced. The patient was stable throughout.